Manufacturer narrative:
The device was returned to olympus and the evaluation found the following reportable findings: the image is flickering, and water tightness was lost. Based on the results of the investigation, it is likely that the following led to the malfunction: the image is flickering due to water leak in board unit and water tightness is lost because coating on cable unit is peeled off. A device history record review revealed no issues that could have caused or contributed to the reported issue. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited that the image is flickering, and that water tightness is lost. There was no patient involvement.